Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, after the lead was connected to the ipg, the physician was unable to screw the lead into the ipg. The ipg was removed and exchanged for a different device and the lead was able to be screwed into the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.